Event description:
The customer's daughter alleged at 5:30 pm the customer was experiencing hypoglycemic symptoms and obtained a reading of 269 mg/dl and then another result of 393 mg/dl at 7 pm on the advantage system with strips stored outside the vial. Reporter stated at about 7:30 pm, she gave the customer some orange juice, to treat hypoglycemic symptoms, and tested the customer on new strips. The customer's blood glucose was reported to be 24 mg/dl on the same system. The reporter called the paramedics, they arrived 20 minutes later, and obtained a result of 30 mg/dl on their system. It was stated that the customer was treated with sugar water, juice, peanut butter sandwich, strawberries, and a banana. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and the customer reported discarding the test strips being used at the time of the alleged incident; therefore, no product will be returned for evaluation.